Manufacturer narrative:
The investigation of purge leak ¿ pump, access site bleeding has been completed. No product was returned for evaluation. Purge leak - pump: clinical details noted that the purge sidearm was leaking purge fluid and brown fluid from sidearm. Purge pressure was not affected and pump was not replaced. The root cause of the purge leak - pump was most likely due to a damaged sidearm based on clinical details but the exact location of the leak was not able to be definitively determined as no product was returned for evaluation. Access site bleeding - major: clinical details noted that a small hematoma was observed at access site while on support. The root cause of the access site bleeding could not be definitively determined as limited clinical details were provided as to how the hematoma occurred. B5 additional information received reporting cardiogenic shock and hemolysis, investigation results pending should any new information become available a supplemental report will be sent. Instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ impella 5.5 with smartassist for use during cardiogenic shock; section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ the initial manufacturer device report number 1220648-2025-28641 was erroneously reported against the automated impella controller (aic). The following fields have been corrected to reflect the correct device; impella 5.5. The aic failure modes were previously reported in manufacturer device report number 1220648-2025-28620. B1 revised to reflect both adverse event and product problem. B2 revised to reflect outcome. B3 revised to reflect the correct event date. B5 revised to reflect correct description. D1 brand name. D4 model number, catalog, number, serial number, lot number, expiration date, and UDI number. D6a and d6b d10 should have been left blank. G2 study was missing. G3 date should have been 5/1/2025. H1 type of event. H4 manufacture date. H5 single use. H6 health effect - clinical code, health effect - impact code, medical device problem code, and component code. H8 usage of device. H10 instructions for use.

Event description:
The 5.5 was placed and was supporting when after 2 days there was brown fluid in the purge sidearm. The purge is running with sodium bicarb and remains on for support. The patient is awaiting transplant. The access site developed a hematoma and this prompted the team to pause the anticoagulation. Additionally months after the support was initiated the long-term outcome and quality indicator (loqi) impella registry (loqi) database reported upon 2 adverse events, cardiogenic shock and hemolysis both with "possible" relationship to the use of the pump.

Manufacturer narrative:
A4 and a5 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that during implantation of an impella 5.5 the automated impella controller (aic) generated a controller error. A replacement aic was used to complete implantation. The patient survived.